Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope and returned to the hospital ten days post-implant. Electrograms revealed loss of capture on the rv lead. Investigation performed by the catheter lab did not find any evidence that the lead had dislodged. A lead revision was performed and the rv lead was tested on the pacing system analyzer (psa). Both the pacing threshold and impedance measurements were found to be initially high when the lead was repositioned; however, the pacing impedance measurements were noted to be out of range. The rv lead was repositioned several times with the same result. This rv lead was explanted and successfully replaced with a new rv lead of the same model. No additional adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead noted setscrew marks were noted on each terminal pin and ring. There was also blood infiltration noted in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.